Event description:
Brand new out of box failure. Dealer states the new unit was being tested to put out as a rental and came up low purity error code. This unit has not been to a patient. No additional information available